Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a roux-en-y procedure, the device operator was passing the needle from one jaw to the other. The needle prematurely disengaged from the jaw of the instrument and fell into the patient¿s abdomen. A laparoscopic hand instrument was used to retrieve the needle. Another device was opened to finish the procedure. There was no patient injury or tissue loss.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted on each device. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.